Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted.

Event description:
New information received notes the patient had some blood loss from the extraction site, which required transfusion intraoperatively.